Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-jun-2026, a facility representative reported via (B)(4) that an ar-12990 knee scorpion jaw broke during a case. The broken jaw piece was retrieved from the patient. Another working scorpion was used to complete the case with no patient affected.